Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that a user contacted support concerned about a blood glucose value of 181 mg/dl while asymptomatic, and review of device data showed multiple meal announcements within a short interval, including a late evening meal and a coffee with cream marked as a meal. Symptoms included no reported clinical manifestations. Outcomes included user education and troubleshooting without need for medical intervention. Investigation included review of available device data and user interview. Investigation of this case revealed user-related use pattern contributing to perceived hyperglycemia, with device function not implicated. It was concluded that the event represented hyperglycemia of unclear cause with contributing user handling and that additional training on meal announcements would be appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.